Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a cracked reservoir compartment. He tried to duct tape his insulin pump. Customer's blood glucose level was 98 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.